Event description:
Reprise IV study (CT-imaging sub-study) it was reported that complete heart block and bradycardia occurred. The subject was enrolled into the reprise IV study in (B)(6)2019 and the index procedure was performed on the same day. The subject received prior regimen of aspirin. Heparin or other anticoagulant was given at the time of index procedure. The aortic valve was treated with balloon valvuloplasty and a 25 mm (lot#4303752) lotus edge valve was inserted, however, was not implanted as the physician opted for a larger valve. Therefore, the 25 mm lotus edge valve was replaced with 27 mm (lot# 23922414) lotus edge valve which was deployed successfully. There was correct positioning of a single prosthetic heart valve (lot# 23922414 into the proper anatomical location, repositioning was not attempted. During the transaortic valve implant (tavi) procedure, prior to the valve placement, the subject developed complete heart block. The same day, electrocardiogram revealed sinus bradycardia with occasional premature ventricular complexes. Electrophysiology was consulted and permanent pacemaker was recommended. On the same day of index procedure, post tavi, a non-boston scientific dual chamber permanent pacemaker was implanted successfully. Post procedure, subject was noted with fever without an identifiable source and was asymptomatic. On the same day, the event was considered recovered/resolved.

Manufacturer narrative:
A1 patient identifier: corrected from (B)(6) to (B)(6).

Event description:
Reprise IV study (CT-imaging sub-study). It was reported that complete heart block and bradycardia occurred. The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. The subject received prior regimen of aspirin. Heparin or other anticoagulant was given at the time of index procedure. The aortic valve was treated with balloon valvuloplasty and a 25 mm (lot#4303752) lotus edge valve was inserted, however, was not implanted as the physician opted for a larger valve. Therefore, the 25 mm lotus edge valve was replaced with 27 mm (lot# 23922414) lotus edge valve which was deployed successfully. There was correct positioning of a single prosthetic heart valve (lot# 23922414 into the proper anatomical location, repositioning was not attempted. During the transaortic valve implant (tavi) procedure, prior to the valve placement, the subject developed complete heart block. The same day, electrocardiogram revealed sinus bradycardia with occasional premature ventricular complexes. Electrophysiology was consulted and permanent pacemaker was recommended. On the same day of index procedure, post tavi, a non-boston scientific dual chamber permanent pacemaker was implanted successfully. Post procedure, subject was noted with fever without an identifiable source and was asymptomatic. On the same day, the event was considered recovered/resolved. It was further reported that the event caused a prolongation of hospitalization.

Event description:
(B)(6) study (CT-imaging sub-study). It was reported that complete heart block and bradycardia occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. The subject received prior regimen of aspirin. Heparin or other anticoagulant was given at the time of index procedure. The aortic valve was treated with balloon valvuloplasty and a 25 mm (lot#4303752) lotus edge valve was inserted, however, was not implanted as the physician opted for a larger valve. Therefore, the 25 mm lotus edge valve was replaced with 27 mm (lot# 23922414) lotus edge valve which was deployed successfully. There was correct positioning of a single prosthetic heart valve (lot# 23922414 into the proper anatomical location, repositioning was not attempted. During the transaortic valve implant (tavi) procedure, prior to the valve placement, the subject developed complete heart block. The same day, electrocardiogram revealed sinus bradycardia with occasional premature ventricular complexes. Electrophysiology was consulted and permanent pacemaker was recommended. On the same day of index procedure, post tavi, a non-boston scientific dual chamber permanent pacemaker was implanted successfully. Post procedure, subject was noted with fever without an identifiable source and was asymptomatic. On the same day, the event was considered recovered/resolved.